Manufacturer narrative:
H.6.investigation summary based on the incident in question the batch history was analyzed. Visual inspections of the packaged product are carried out according to control plan, validated with the acceptable quality level (B)(4) (nqa) with the frequency of (B)(4)2 hours and always analyzing 1 machine cycle. Before the batch is released to the consumer, the product still goes through the process of evaluation of the final inspection laboratory, where more validated visual tests are performed, certifying the conformity of the product. All records of the manufacture of the lot presented results in accordance with the specification. Bd has an established process of production control to avoid any type of contamination in the products, which consists of:analysis of the productive raw material: bd suppliers are audited and qualified according to procedure and the criticality of the supplied components. All batches of raw materials received at bd are inspected for their characteristics according to individual specifications and the conditions of their packaging. The components used in the claimed product (cylinder and plunger rod) are molded in a controlled production environment. Only the packaging material is of external origin. Operators receive guidance on good manufacturing practices in accordance with quality procedures related to the cleaning and conservation of the factory, with cleaning and sanitizing actions of the manufacturing areas established, procedures on gowning and hygiene, which state that it is only allowed the entrance into manufacturing places with the use of adequate gowning (hairnet, coat) and after the hygiene of the hands to avoid contaminations. The correct use of gowning inhibits the possibility that some external dirt is carried into the productive area. During the batch manufacturing process, no record of any occurrence of the foreign matter defect was identified. During the manufacture of these batches, visual inspections were carried out with pre-determined frequencies, which aim to ensure that the product meets the specification without presence of any foreign matter in all stages of manufacture. All the equipment has enclosures that aim to increase the protection of the products to the contaminations throughout the productive process. After the evaluation of the evidence and the respective process and quality records, the presence of the foreign matter in the product was confirmed and it was concluded that the contamination occurred during the syringe production process. The potential cause for the occurrence is related to operation failure in use the correct paramentation. The operators will be notified from this complaint. The incident identified from this complaint will be monitored for trend evaluation. H3 other text : see section h.10.

Event description:
It was reported that foreign matter was found before use with with a syringe plastipak 20ml ll s/su. The following information was provided by the initial reporter, "during product use, it was found a hair inside the syringe and the package was sealed."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use with a syringe plastipak 20ml ll s/su. The following information was provided by the initial reporter, "during product use, it was found a hair inside the syringe and the package was sealed."